Event description:
Customer reportedly obtained results of 2.2 inr, 3.7 inr, and 2.9 inr on the coaguchek s system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.